Manufacturer narrative:
No product was returned for evaluation and investigation, therefore, a root cause could not be established. All complaints data has been reviewed and owen mumford has not received any complaints of this nature for this lot number.

Event description:
User contacted owen mumford, inc. To report that her unifine pentips would not dispense insulin. She stated that she was experienced in using pentips (4 a day for five years). She also stated that she asked other people to try the pentips on different pens.